Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing. The customer reported no adverse event. The event involved product(s) mmt-1781k. The troubleshooting was performed. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected rewind or fill anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review no relevant alarms confirm in download history files to confirm reason code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, cracked case (battery tube), pillowing keypad overlay, cracked case, cracked battery tube threads, battery cap conact missing, and broken battery cap. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of no delivery alarm due to the unit being tested successfully. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.